Event description:
During a ptca procedure of a totally occluded calcified rca lesion, the wire fractured. The wire was removed without incident. It is unknown what intervention was taken to remove the wire. No patient injuries or complications were reported.